Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon deflation failure occurred. A 5.0 x 40, 40cm mustang¿ balloon catheter was selected for use to dilate the lesion. However, during preparation outside patient, the balloon failed to deflate. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: a balloon catheter was received for analysis. An examination of the returned device found that the balloon was fully deflated and refolded. The balloon did not appear to have been subjected to any positive pressure. There was no presence of any inflation media present in the balloon. A visual and tactile examination of the shaft identified no kinks or damage. The device was attached to an inflation unit and the balloon was inflated to its rated burst pressure with no leaks or drop in pressure noted. The inflation device was verified at 24 atmospheres before and after use with a calibrated pressure gauge. Using the same inflation device, a vacuum was pulled and the balloon deflated in 2 seconds. This inflate to rated burst pressure and deflation fully under vacuum was repeated on four more occasions and on each occasion the balloon maintained pressure with no leaks noted and deflated fully in an average time of 2 seconds. The deflation time was recorded using a digital timer. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon deflation failure occurred. A 5.0 x 40, 40cm mustang¿ balloon catheter was selected for use to dilate the lesion. However, during preparation outside patient, the balloon failed to deflate. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.